Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that following their left ventricular assist device (lvad) implant on (B)(6) 2023, the patient started taking warfarin and was progressing with no notable issues. On (B)(6) 2024, the patient presented with international normalized ratio (inr) of 4.02. It was confirmed that this was an abnormal increase compared to the previous dosage. The patient was instructed to stop taking warfarin for two days and reduce the dose to 3mg. An outpatient visit was scheduled for a week later and the patient was discharged. During discharge, there were no signs of bleeding tendency with blood pressure within the target range of about 85mmhg which was below the target range of 90mmhg. After their discharge at 2156, the patient visited the emergency room with hemiplegia and a headache. Upon receiving the report of a cerebral hemorrhage, the emergency medicine professor was immediately requested to reverse the inr using vitamin k and fresh frozen plasma (ffp). Neurosurgery was notified immediately, and the anesthesiology team was arranged to take over. After correcting the inr, the patient was taken into decompressive craniotomy surgery for intracerebral hemorrhage removal. Post surgery, the patient remained in a semi-comatose state and was being closely monitored while receiving fluid infusion.

Event description:
Additional information was received that as of 27jun2024, the patient was hospitalized and being observed until they stabilize. The treatment plan was to avoid performing craniotomy as much as possible. When the condition improves, the patient was to be transferred to rehabilitation medicine.

Manufacturer narrative:
B5 - additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and stroke, that may be associated with the use of the heartmate 3 lvas. Section 6, under ¿anticoagulation¿, outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.